Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the pump received unexpected restart. The customer¿s blood glucose level at the time of incident was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, bad battery, battery out limit, failed battery test alarms or external ram crc error alarm and a unexpected restart error test or general - unexpected restart alarms, reset time or date anomaly after change battery noted during testing.